Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had a minor scratched display window. Data analysis: (date of death: (B)(6) 2018.) There is no data available due to the device did not have a battery installed when received.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was a blood clot. The caller stated that the customer had heart stoppage that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing as they were having a seizure, possibly connected to a low of 32 mg/dl. The customer received emergency medical assistance for the low. The customer was not using sensors. The caller stated they were not sure if the customer's pace maker had stopped working. The caller declined to return the insulin pump for analysis.